Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead's terminal end and insulation were reportedly damaged. Another lead was implanted. Additional information obtain indicates that after the physician unplugged the lead from the header of the old pacer, the physician accidentally separated the lead pin from the lead body exposing the conductor while wiping blood from the lead pin. This lead was surgically abandoned. No additional adverse patient effects were reported.